Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate mobile power unit (mpu) (serial number: (B)(6) was evaluated following the reported event of a no external power alarm. The mpu was not returned for analysis; however, log files were submitted for review and data from the reported event date of 07jan2025 was reviewed. At 03:20:33 while the patient is connected to the mpu, a loss in ac power occurs activating a no external power alarm. The no external power alarm clears at 03:21:08 when power to the mpu is restored. This same event resulting in a no external power alarm occurs again at 03:21:09. At 03:25:24, the patient connects to battery power to resolve the no external power alarm. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information stated the serial number of the mpu, that the patient has the v-lock connector for the mpu ac power cord, and that no product would be retuning for analysis. It was stated that the house lost power, resulting in the loss of power events on the mpu. The observed no external power alarms were determined to be due to environmental circumstances. The reported event could not be correlated to an issue with the mpu. The device history records were reviewed for the mobile power unit (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The ac power cord did not come loose from the wall or back of the unit. The house was confirmed to have lost power. A self test was performed for troubleshooting of the replace backup battery alarms. These alarms resolved and did not re-occur after the power loss. No products would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced low voltage, no external power and replace backup battery alarms on (B)(6) 2025 on interrogation. No alarms seemed active at current time when looking. The log files were reviewed and captured intermittent power cable disconnect, no external power and low power hazard alarms while connected to the mobile power unit (mpu) on (B)(6) 2025. This was caused by power to the mpu being interrupted. This type of event was typically caused by ac power outages, faulty home power outlets, or by poor mpu ac connection and in some cases patient error. It was recommended that the mpu ac power cord be verified that it was fully connected to the wall power and that it was locked into the mpu ac input. There was no pump interruption as the emergency backup battery (ebb) functioned as intended. The alarms resolved when the mpu was given power. There were no other notable events seen in the log files. The mpu had a v-lock connector on the ac power cord. The mpu was not exchanged or removed from service.